Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2008.: product type lead product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2008 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for arachnoiditis. It was reported that the patient¿s implantable neurostimulator had been implanted upside down on (B)(6) 2008. His lead was pulled out on (B)(6) 2008. The patient worked with his health care provider to have the lead replaced on (B)(6) 2009. The patient recovered completed. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer on 201-03-28 in response to the follow-up letter that had been sent to them from the manufacturer. The consumer reported that in the letter it had indicated that the original implant had been implanted upside down, but that this was not actually how it was. The consumer reported that on (B)(6) 2008 the patient moved one of the leads in their back and on (B)(6) 2009 they put new leads in and that was when they put the battery in upside down. On (B)(6) 2009 the patient had surgery to correct that and they turned it right side up. The consumer reported that it seemed to be a secret and the patient was not allowed to talk about it. It was reported that one of the questions in the letter asked if the old leads were removed and, if so, was there intention to return the explanted leads to the manufacturer for analysis. The patient reported that they did not know the answer. The consumer reported that they did not want people to think that they were responsible for the leads or that it was a recent surgery. The consumer reported that 3 different health care professional (hcp)s were involved so they were not sure who the manufacturer should follow-up with. No further complications were reported.